Event description:
It was reported that the device failed to pass the startup inspection. No patient involvement reported at this time.

Manufacturer narrative:
The fse evaluated the device on site and did not confirm the reported problem however it was determined that the user operated the device improperly. The device remains at the customer site and no further evaluation is warranted at this time.